Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ short pen needle was unable to deliver insulin or medication. It was reported by the customer that the needle clog during injection.

Event description:
It was reported that bd ultra-fine¿ short pen needle was unable to deliver insulin or medication. It was reported by the customer that the needle clog during injection.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.